Event description:
The customer reported that a donor experienced a blood donation reaction. The donor had a pale complexion and experienced nausea and chest tightness and was placed in a head-down, feet up position, given oral calcium gluconate and was administered low-flow oxygen. Per the customer "the donor subsequently returned to normal" patient information is unknown at this time. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor experienced a blood donation reaction. The donor had a pale complexion and experienced nausea and chest tightness and was placed in a head-down, feet up position, given oral calcium gluconate and was administered low-flow oxygen. Per the customer "the donor subsequently returned to normal". The donor was mentally sound, deemed eligible by the examining physician, and met all blood screening criteria. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in a1, a2, a3a, a4, b5, e1, h6 and h11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor experienced a blood donation reaction. The donor had a pale complexion and experienced nausea and chest tightness and was placed in a head-down, feet up position, given oral calcium gluconate and was administered low-flow oxygen. Per the customer "the donor subsequently returned to normal". The donor was mentally sound, deemed eligible by the examining physician, and met all blood screening criteria. Apheresis was initiated upon obtaining informed consent. There was no unplanned intervention including unplanned prescription medication administered. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. A risk assessment was conducted for the adverse events outlined in this study. According to the aabb technical manual, adverse reactions can occur at the time of donation or after the donor has left the blood center. In a comprehensive donor hemovigilance program reported by the american red cross, adverse reactions were reported for wb collections (349 in 10,000), plateletpheresis (578 in 10,000), and double rbc unit collections (538 in 10,000), the vast majority of which were minor presyncopal reactions and small hematomas. According to the aabb technical manual: vasovagal reactions (also referred to as pre-faint or presyncope) include dizziness, sweating, nausea, vomiting, weakness, apprehension, pallor, hypotension, and bradycardia. The reaction might progress to syncope (loss of consciousness); convulsions and loss of bladder and bowel function might also occur. Syncope can also result from orthostatic blood pressure changes after donation. Vasovagal reactions are distinguished by a low pulse rate, whereas reactions related to volume depletion are associated with an increased pulse rate. This difference, however, has no practical value, as both mechanisms are treated similarly. In case of vasovagal reaction, phlebotomy should be stopped, and the donor should be placed in a recumbent position¿ blood systems, inc, reported a rate of syncope during and after phlebotomy as 27 per 10,000 wb donations, with an associated injury rate of 1.3 per 10,000 wb donations. Approximately 10% of loss of consciousness reactions occur after the donor leaves the donation site. According to the aabb technical manual: citrate reactions: during apheresis, blood that is anticoagulated with citrate in the apheresis systems is returned to the donor at an acceptable rate. In healthy individuals, citrate is rapidly metabolized, but some donors can experience mild citrate reactions (paresthesias or tingling sensations). Oral calcium supplementation is advised for symptomatic management of hypocalcemia. Hypocalcemia has been noted with rapid transfusions. This is usually transient and dependent on the amount and rate of citrate infused. Calcium replacement may be administered based on the recipient¿s ionized serum calcium level and the rate of citrate administration. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. A risk assessment was conducted for the adverse events outlined in this study. According to the aabb technical manual, adverse reactions can occur at the time of donation or after the donor has left the blood center. In a comprehensive donor hemovigilance program reported by the american red cross, adverse reactions were reported for wb collections (349 in 10,000), plateletpheresis (578 in 10,000), and double rbc unit collections (538 in 10,000), the vast majority of which were minor presyncopal reactions and small hematomas. According to the aabb technical manual: vasovagal reactions (also referred to as pre-faint or presyncope) include dizziness, sweating, nausea, vomiting, weakness, apprehension, pallor, hypotension, and bradycardia. The reaction might progress to syncope (loss of consciousness); convulsions and loss of bladder and bowel function might also occur. Syncope can also result from orthostatic blood pressure changes after donation. Vasovagal reactions are distinguished by a low pulse rate, whereas reactions related to volume depletion are associated with an increased pulse rate. This difference, however, has no practical value, as both mechanisms are treated similarly. In case of vasovagal reaction, phlebotomy should be stopped, and the donor should be placed in a recumbent position, blood systems, inc, reported a rate of syncope during and after phlebotomy as 27 per 10,000 wb donations, with an associated injury rate of 1.3 per 10,000 wb donations. Approximately 10% of loss of consciousness reactions occur after the donor leaves the donation site. According to the aabb technical manual: citrate reactions: during apheresis, blood that is anticoagulated with citrate in the apheresis systems is returned to the donor at an acceptable rate. In healthy individuals, citrate is rapidly metabolized, but some donors can experience mild citrate reactions (paresthesias or tingling sensations). Oral calcium supplementation is advised for symptomatic management of hypocalcemia. Hypocalcemia has been noted with rapid transfusions. This is usually transient and dependent on the amount and rate of citrate infused. Calcium replacement may be administered based on the recipient¿s ionized serum calcium level and the rate of citrate administration. Root cause: a root cause assessment was performed for the donor reactions. The reported adverse reactions are common side effects of therapeutic apheresis procedures. They are typically caused by the patient's disease state, the rate of ac infusion, fluid shift, blood loss, length of the procedure, patient's sensitivity to the procedure and/or hemodynamic stress of the procedure. The customer also reported the administration of calcium gluconate. A root cause assessment was performed for the drop in ionized calcium. A decreased ionized calcium in circulation is a result of exogenous citrate administered during the apheresis procedure and are influenced by patient physiology, the patient's disease state, the rate of ac infusion, the citrate contents in the replacement fluid, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by patient physiology, the patient's disease state, the rate of ac infusion, the citrate contents in the replacement fluid, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate.

Event description:
The customer reported that a donor experienced a blood donation reaction. The donor had a pale complexion and experienced nausea and chest tightness and was placed in a head-down, feet up position, given oral calcium gluconate and was administered low-flow oxygen. Per the customer "the donor subsequently returned to normal". The donor was mentally sound, deemed eligible by the examining physician, and met all blood screening criteria. Apheresis was initiated upon obtaining informed consent. There was no unplanned intervention including unplanned prescription medication administered. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.